Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device would not accept the cutting burr, showed signs of corrosion, and would not rotate freely. The reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is misuse, and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device was getting hot. It was further reported that the device will not grab the burr device. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.